Manufacturer narrative:
Device evaluated by manufacturer: a 16 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found distal stent strut damage with stent struts pulled distally. The undamaged stent od (outer diameter) was measured and found within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) t2021. It was reported that the device was unable to cross the lesion. The 80% stenosed, moderately tortuous and moderately calcified target lesion was located in the left circumflex artery. This 16 x 2.75 promus premier select drug eluting stent was selected but the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, the device returned and analysis revealed stent damage.